Manufacturer narrative:
(B)(4). Diabetes mellitus is a known contributor to preretinal hemorrhages.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced an adverse event on (B)(6) 2016. Patient had a pre-retinal hemorrhage. It was stated that these hemorrhages can occur due to the changes in blood sugar. Patient called their retina specialist and was seen the same day. Patient had laser therapy performed. There was no alleged device malfunction. Patient was not wearing the continuous glucose monitor (cgm) during the incident. At the time of contact, the patient was recovering well. No additional event or patient information was provided.